Event description:
Additional information indicates surgical intervention was undertaken on 12 august 2021 wherein the lead was explanted and replaced. Issue resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed lead migration. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the penta lead passed electrical testing. Set screw marks were observed on terminal electrodes #1 & #16, which indicates that the terminal ends were fully inserted and properly secured in the ipg header. No root cause was identified for the reported event.